Event description:
A surgeon reports dissatisfaction with patient outcomes. Information provided by the surgeon indicates this patient received a lasik treatment on the left eye only. At 1 month post-op, this patient exhibited an overcorrection. It is unclear if the surgeon feels this patient is harmed/injured, however, the surgeon has declined to provide any additional information. The safety and effectiveness of lasik surgery has not been established and is not an approved indication for this device.

Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection could not be reviewed because the surgeon declined to provide clinical records or any other patient specific information. The surgeon only provided limited pre and post-op manifest retractions and bcva in a spreadsheet format. At 1 month post-op, this patient exhibited an overcorrection. At that time, the postoperative refractive state may not have stabilized, therefore, providing an inaccurate measurement of the residual refractive error, as the usual period for healing and vision stabilization after refractive surgery is 1 to 3 months. In addition, according to literature, overcorrection is common during the early post laser treatment period and may approximate the desired correction near the three months examination. References: regression and its mechanisms after lasik in moderate and high myopia, chayet et al, ophthalmology, vol 105:7, july 1998. Aao.org, refractive laser sx: an indepth look @ lasik, a science writers guide, may 2008. Prk vs lasik for myopia, hersh et al, ophthalmology, vol 105:8, aug 1998. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the overcorrection. However, the non-product related factors mentioned above may have been contributors.